Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 5 june, 2020. Medwatch report # mw5094709. Report source other: medwatch report. (B)(4). Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0017422. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off in the patient's skin during injection. The following information was provided by the initial reporter: material no: 328418 batch no: 0017422. It was reported that needle broke off of the syringe when injecting with insulin. Event description per medwatch report states: the needle broke off the syringe when I tried to inject myself with insulin. I think that the needle lodged in my skin. Other times when I went to inject the needle easily bent.